Event description:
The customer observed elevated architect b12, architect intact pth, and architect total psa results for multiple patients when running on an architect i2000sr analyzer. The following data was provided: sample ID (B)(6): initial b12 result = 247 pmol/l (334 pg/ml), repeat result = 176 pmol/l (238 pg/ml). Sample ID (B)(6): initial b12 result = 255 pmol/l (345 pg/ml); repeat result = 194 pmol/l (262 pg/ml). Sample (B)(6): initial b12 result = 263 pmol/l (356 pg/ml); repeat result = 196 (265 pg/ml). Sample ID (B)(6): initial ipth result = 47.6 pmol/l; repeat result = 21.2 pmol/l. Sample ID (B)(6) (80 years old): initial total psa result = 13.023 ug/l; repeat result = 4.77 ug/l (customer¿s reference range age specific: < 6.5 ug/l). Sample ID (B)(6) (78 years old): initial total psa result = 9.738 ug/l; repeat result = 4.232 ug/l (customer¿s reference range age specific:< 6.5 ug/l). Sample ID (B)(6) (66 years old): initial total psa result = 5.181 ug/l; repeat result = 2.066 ug/l (customer¿s reference range age specific: < 4.5 ug/l). There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (80 years old), (B)(6) (78 years old), (B)(6) (66 years old) all available patient information was included. Additional patient details are not available. Service performed extensive troubleshooting for the issue on architect i2000sr, serial number (B)(6). The reagent 1, and reagent 2 probes were replaced and calibrated. The reagent 1 and reagent 2 arc, probes were deemed the likely cause for the issue. The replacement and calibration of the reagent 1 and reagent 2 probes were deemed the issue resolution. The service history of the (B)(6) verifies no subsequent false elevated results have been reported. A review of tracking and trending did not identify any related trends for the arc, probe or the archtiect i2000sr with regards to the complaint issue. A review of the device history records did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the arc, probe and the architect i2000sr, serial number (B)(6).